Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 52 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 78 mg/dl. The sensor had been inserted for two days. Customer also stated she had some blood at site while inserting the sensor; she declined troubleshooting. The customer was advised to replace the sensor. The sensor would be replaced and returned for analysis.